Manufacturer narrative:
The rv lead in this event was not returned for analysis and the available information is not sufficient in order to determine root cause or confirmation of the reported allegations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in both pacing threshold measurements as well as pacing impedance measurements. No capture on the rv channel was also observed at the last visit by patient. Surgical intervention was performed and the rv lead was explanted via laser extraction and was replaced. The rv lead was discarded at the facility and there were no additional adverse patient effects reported.